Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was unable to recover, user was not able to saw the recovery option. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident a field service engineer (fse) guided user to restoration option and user was able to restore device. The system functioned as intended after field service engineer assisted the customer to repair the device.